Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated. The batteries and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.